Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted in describe event or problem, during the device evaluation it was discovered that foreign material had formed a gap at the distal end and was compromising the movement of the forceps. Additionally, the biopsy channel was leaking. The light guide cover lens and distal end adhesive were both cracked. The grip, scope cover, and the universal cord all had scratches present. Paint was peeling off the air/water nut as well as the suction cylinder nut. The connector plug unit was dented. In addition to the foreign material discovered, the distal end was deformed and corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their evis exera iii duodenovideoscope due to an unspecified insertion issue. According to the initial reporter, the "device does not go through the machine". Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the evaluation, it was discovered that the unit had undergone insufficient reprocessing causing foreign material to block device actuation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 03-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the events are likely due to insufficient reprocessing of the device. Additionally, the forceps elevator did not move down due to the contaminated section where the k-wire runs through is likely due to the components surrounding the knob wire(k-wire) became corroded due to moisture/humidity which also resulted in corroded product (foreign material) prevented the k-wire movement. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual: ¿5.4 returning the endoscope for repair: thoroughly reprocess the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital and at olympus.¿ olympus will continue to monitor field performance for this device.